Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height cubie drawer 4.2 was not detected on the bus. A field service engineer reseated all connections in the drawer to resolve the issue and verified proper operation in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failed and not detected on the communication bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.